Event description:
Physician and nurse assisting physician cardioverting pt in cicu at 200j. When unit discharged, the sternum quik-combo patch attached to pt, showed a spark between the foam layers. The lifepak 12 being used has been checked by biomed and verified as being in proper working order.